Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the abdomen, on (B)(6) 2016. It was reported that the patient took medication(s) containing acetaminophen, and that calibrations were entered during periods when no values were present. No additional event or patient information is available. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. Also: during periods of signal loss: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. And: when your display device has system errors, you may not receive any sensor glucose readings and you should not calibrate.